Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports receiving three false negative results on three individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result obtained on individual 2. See (B)(4) for alternate false negative results. Individual 2: customer reports individual received a false negative result on an unknown date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). On an unknown date, individual tested positive with a binaxnow rapid antigen test and confirmatory pcr. Individual was symptomatic and vaccinated.